Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use the monopolar cord in use with a aesculap wire l hook became heated. The generator settings were 40/40 the surgeon received a 2nd degree burn to his hand. The burn was treated with betadine solution and abx ointment. There was no patient injury. The customer reported the incident cord is not being returned to covidien for evaluation.